Event description:
It was reported that during a laparoscopic cholecystectomy, on the second firing, the jaws stayed closed but the trigger popped open. It was not on the tissue or vessel. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 12/04/2007. Info anticipated, but unavailable at this time.